Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca and two endeavor sprint drug- eluting stents implanted, overlapping, in the lad. Approximately 34.5 months post index procedure the patient suffered a stroke. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). (B)(4).